Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned farawave nav catheter was returned with a stuck guidewire still inserted. Visual inspection of the guidewire found at the proximal end of the catheter was unraveled. The catheter was screened under the x-ray to locate where the guidewire was stuck. The distal tip of the guidewire was found at the distal tip of the spline cage. The rest of the guidewire was found unraveled along the shaft of the catheter. The distal tip of the spline cage was examined under a microscope, and the distal tip of the guidewire was observed. The guidewire was removed, and dried blood and or tissue were found on the guidewire distal tip. It is believed that this was likely caused by the advancement or retraction of the guidewire engaging with some tissue and caused the guidewire to become stuck during use.

Event description:
It was reported that a farawave 2.0 nav catheter during procedure to treat an atrial fibrillation (a fib) presented a guidewire stuck. The physician could not advance or retract the guide wire while mapping in the right atrium. Visualizing wire movement on fluoroscopy and then catheter/wire remove using fluoroscopy. No tissue was seen at the tip of the catheter or guidewire. The device was replaced, and the procedure was completed without patient complications. The catheter was received for analysis.

Event description:
It was reported that a farawave 2.0 nav catheter during procedure to treat an atrial fibrillation (a fib) presented a guidewire stuck. The physician could not advance or retract the guide wire while mapping in the right atrium. Visualizing wire movement on fluoroscopy and then catheter/wire remove using fluoroscopy. No tissue was seen at the tip of the catheter or guidewire. The device was replaced, and the procedure was completed without patient complications. The catheter was received and investigation is still in progress.